Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The cylinders and momentary pump were returned for analysis. The cylinders were visually inspected. Cylinder 1 was identified to be cut in half. Cylinder 2 had a pinhole leak and bulge with separated fabric treads in proximal cylinder body. Cylinder 2 also had a small hole in the outer tube. Both cylinders were not functionally tested due to the anomalies observed. The kink resistant tubing (krt) of both cylinders were worn to filament. The pump was visually inspected and the krt was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. The reported issue was confirmed. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the right cylinder had aneurysm. All components were removed and replaced. The patient had a good outcome with no further complications.

Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the right cylinder had aneurysm. All components were removed and replaced. The patient had a good outcome with no further complications.